Event description:
The clinician reported that on the day of attempted placement of the dental implant in ada site 10 in the patient's mouth, the implant did not achieve primary stability. The clinician noted the patient's infection, nerve encroachment, poor bone quality/quantity, bone loss, pain, bleeding, implant mobility and hypersensitivity. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.